Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used and ¿as body and sem-evac were used for laparoscopic bilateral hernia ope. The surgery took about three hours, but it was completed successfully. The next morning, a nurse reported to sales department that the patient had developed subcutaneous emphysema. The patient's condition is unknown.¿. The sem-evac, airseal bifurcated smoke evac filtered tube set will be listed as a concomitant device and there was no allegation against it. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided a two-year review of complaint history revealed there has been a total of 43 reports, regarding 46 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.